Manufacturer narrative:
This report is submitted on september 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced headaches and did not receive clinical benefit with device use, resulting in the decision to electively explant the device on (B)(6) 2018. The patient was not reimplanted with a new device.

Manufacturer narrative:
This report is filed on october 25, 2018.(B)(4).